Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead, implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient had complaint of pain with right ventricular pacing. The right ventricular lead had high threshold. A perforation was suspected due to the patient's symptoms. Ultrasound showed a three centimeter pericardial effusion near the tip of the lead. The lead was repositioned in the right ventricle and is still in use. No further patient complications have been reported as a result of this event.